Event description:
Patient developed symptoms of hypersensitivity at injection sites 3-4 weeks after collagen treatment. Physician has treated with topical lidex, temovate, and elidel, as well as medrol dose pack orally.